Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, lot# j11310r39, implanted: 2002 (B)(6), explanted: unk, catheter model# 8578: serial# (B)(4), implanted: 2011 (B)(6), explanted:unk (B)(4).

Event description:
Additional information confirmed that the cause of the event was due to the catheter. The occlusion was also confirmed but the location was unknown. It was further stated that the patient did have a recent pump and catheter revision on (B)(6) 2012 with suture less connector and it had worked fine in the operating room (or), however problems had later occurred. It was stated that the patient developed an infection in the pump pocket due to the health care provider (hcp) incompetence. It was indicated that the hcp treated the patient with antibiotics and was trying to salvage the pump and catheter. It was noted that there were no plans as of yet to remove the system from the patient.

Event description:
A volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (erv). Caller did not provide specific values for volumes. Per caller, it was off by a large amount; around 15 ml discrepancy for each of the past 2 refills. The patient did not experience any symptoms. The logs were read and were normal. On (B)(6) 2012, a catheter dye study was performed. They were unable to aspirate the catheter through the side port; no further troubleshooting was done. The catheter was occluded. A revision was scheduled. The pump was delivering compounded baclofen. Additional information has been requested, but was not available at the time of this report.